Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The receiver was returned for evaluation. Exterior physical visual inspection passed. The receiver charged and passed boot. Receiver functional test passed. No data was provided for the investigation window. The complaint confirmation and probable cause could not be determined as no data log was available. The complaint could not be determined via product evaluation. No additional patient or event information is available.